Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2016, a 27mm epic valve was implanted in the mitral position of a 45 year old patient. On (B)(6) 2023, the heart team of the hospital evaluated echocardiogram diagnostic images relating to dyspnea on mild exertion the patient was experiencing. The testing showed stenosis of the implanted bioprosthesis, severe aortic valve stenosis, bivessel coronary artery disease. On (B)(6) 2023, an aortic tavi procedure was performed with a non-abbott device for aortic valve stenosis on native valve. Post tavi procedure, on (B)(6) 2023, the case was re-evaluated following the diagnostic imaging results and it was decided to perform a mitral seat (valve-in-valve by transseptal approach) with a non-abbott device the patient is stable, in rehabilitation at the hospital.

Manufacturer narrative:
An event of dyspnea on mild exertion, implanted bioprosthesis, severe aortic valve stenosis, bivessel coronary artery disease was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the received information, the cause of the reported event could not be conclusively determined.